Event description:
It while reviewing programming history it was seen that there was an partial programming event that left the patient at unintentional settings. The patient was interrogated two afterward that show the physician that settings change but it was not corrected prior to the patient leaving the office. The settings were adjusted at the patient's next appointment.

Manufacturer narrative:
Analysis of programming history.